Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient will not be returning to the home program and has permanently transitioned to outpatient hemodialysis (hd) clinic closer to home (specifics not provided). The pdrn confirmed the patient was hospitalized on (B)(6) 2025 and was diagnosed with peritonitis. The patient was treated with intravenous antibiotics (drug, dose, frequency, duration not provided), and her peritoneal effluent culture result returned positive for fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient was discharged on approximately (B)(6) 2025. Per the pdrn, although the etiology of the peritonitis is unknown, there was no concern the serious adverse events were related to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Correction: b.5. (Hospital discharge date).

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient will not be returning to the home program and has permanently transitioned to outpatient hemodialysis (hd) clinic closer to home (specifics not provided). The pdrn confirmed the patient was hospitalized on (B)(6) 2025 and was diagnosed with peritonitis. The patient was treated with intravenous antibiotics (drug, dose, frequency, duration not provided), and her peritoneal effluent culture result returned positive for fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient was discharged on approximately (B)(6) 2025. Per the pdrn, although the etiology of the peritonitis is unknown, there was no concern the serious adverse events were related to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient will not be returning to the home program and has permanently transitioned to outpatient hemodialysis (hd) clinic closer to home (specifics not provided). The pdrn confirmed the patient was hospitalized on (B)(6) 2025 and was diagnosed with peritonitis. The patient was treated with intravenous antibiotics (drug, dose, frequency, duration not provided), and her peritoneal effluent culture result returned positive for fungus. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient was discharged on approximately (B)(6) 2025. Per the pdrn, although the etiology of the peritonitis is unknown, there was no concern the serious adverse events were related to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, casualty could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.